Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was tested on and in-house system and triggered errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed fiber on the clock spring and rolling loop. A gold clock spring and rolling loop was installed, and the unit passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had to disable universal surgical manipulator (usm) 4 due to faults. The customer continued with the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted several faults. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the system functionality was checked upon powering the system. It initially powered on without errors. Once draped, the recoverable fault alarmed intermittently and went into nonrecoverable fault. The usm was disabled for the case as it was not needed. The procedure was completed robotically with no reported injury.